Event description:
The pain pump2 was placed following a knee manipulation surgery in 2003. The patient went to the ER the following month due to an alleged pump failure. A new pump was attached to the existing catheter/tubing set. The transfer technique cannot be determined. The ER patient chart did not contain any information on the pump. 4 days later, the patient alleges the medication and tubing turned blue and went to the ER a second time where the pump was removed and discarded. It was reported by the patient and confirmed by the nurse that the patient was hospitalized for approximtely "10 days" for an infection. According to the nurse, the site where the catheter was placed was hot and red, but initally did not look infected. The patient had three incision and drainages (I&d) to help treat the alleged infection.